Manufacturer narrative:
Service was dispatched to evaluate the instrument. Field service engineer (fse) reported the leak was from reagent probe a instead of reagent probe b and it was the loose power cable connection to the reagent probe a vacuum wash collar valve causing the intermittent leak. Fse repaired the power connector of the wash collar valve and issue was resolved. (B)(4).

Event description:
Customer reported the unicel dxc 600 pro synchron system had suppressed results for alanine aminotransferase (alt) and aspartate aminotransferase (ast) as well as reagent probe b leak. Customer reported about 2cc of fluid leaked but contained to the instrument. No exposure reported. Customer was wearing lab coat and gloves. No erroneous results generated.